Event description:
It was reported that pump display had pixel issue that affected ability to read and interact with pump screen. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, and technical support arranged replacement pump, confirmed shipping address, provided instructions for storage mode, advised customer to reenter pump settings and reconnect continuous glucose monitor on replacement pump, and instructed customer to return problematic pump using prepaid label within 10 days, which customer understood and acknowledged.